Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported an elevated blood glucose (bg) level of "high"; a specific value was not provided and the cause was unknown. Elevated blood glucose was addressed with a pump supply change. The customer continued to use the pump for insulin therapy.